Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. The application log file (navio.log) confirmed the intraop exited upon transitioning from ¿checkpoint verification¿ to ¿cut femur,¿ confirming that the intraop likely crashed, and displayed the internal error message to the user. An internal error message is a result of an intraop crash. However, the log files (naviosystem.log, xsession.log, and/or coredump) needed to identify the cause behind the intraop crash were not provided for review. This software issue is under further investigation. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, when advancing to the bone removal phase, the real intelligence cori suddenly displayed an internal error alert and they had to close out of the case. They were able to resume the case and recalibrate in order to execute the case without further issues. The procedure was completed, with a delay less than or equal to 30mins, using the same device. Patient was not harmed.